Event description:
It was reported that an unexpected reset occurred. There was no adverse impact to the customer¿s blood glucose level. The customer replaced the cartridge. Reportedly, the customer will use a backup insulin pump.

Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.